Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a low drain volume (ldv) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) stated there was air in the patient line. The drain volume (dv) equaled 16ml and the last fill volume (lfv) equaled 1500ml. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The hp stated there was an unused line in the organizer with the blue clamp opened. The tsr assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.